Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had air bubbles in it. Size of air bubble was 0.5 cm. Air bubbles occurred after 24 hours. The blood glucose was 92 mg/dl at the time of the incident. The device will not be returned for analysis.